Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was disconnected, and new orders were not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that there were no issues with the device after running server communication/site down query and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.